Event description:
It was reported that a smiths medical 3-way luer lock was changed at 9am and 3 hours later it was noticed that medication was leaking through one of the ports. The medication was meant to keep the patient sedated. Due to this failure, the patient woke up and the medication was leaking on the bed. No adverse patient effects were reported.